Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal therapy via an implantable infusion pump. The event date, implant date, concomitant medication list, patient medical history, and patient status were listed as unable to obtain. The indication for use was not noted. The or (operating room) nurse reported that they explanted an infected pump. The pump was to be returned. It was unknown what led to the event, what diagnostics were performed, the type of drug in the pump, and if the issue was resolved. The company representative requested additional information from the clinic. Additional information was requested regarding event context, serial numbers, drug/concentration/dose/lot, diagnosis for use, diagnostics performed, and a resolution. Should information be received, a follow-up will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was later received indicating that the infection was not related to the pump, it was from a spinal surgery that the patient had. The patient's pump contained fentanyl (concentration 3000 mcg/ml, dose 2600.1 mcg/day), bupivacaine (concentration 15 mg/ml. Dose 13.001 mcg/day), clonidine (concentration 160 mcg/ml, dose 138.67 mcg/day) and baclofen (concentration 40 mcg/ml, dose 34.667 mcg/day) and the pump was implanted for cancer pain. It was unknown as to what type of infection was experienced.